Event description:
Pt's dad reported his son's blood glucose (bg) has been fluctuating all week. The following results were provided: 31 mg/dl, 56 mg/dl, 74 mg/dl, 146 mg/dl (specific times not provided). Two hours later, his bg was 31 mg/dl and was taken to the hosp by ambulance. No info regarding treatment was provided. Pt's dad mentioned they have adjusted the pdm setting to "make sure he is not receiving too much insulin." No product is expected to return for eval.

Manufacturer narrative:
The pod was discarded and therefore unavailable for eval. We are unable to determine if any malfunction occurred that may have caused or contributed to the pt's hypoglycemia. The omnipod's user guide advises "frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem." The user guide warns "even if you cannot check your blood glucose, do not wait to treat symptoms of hypoglycemia, especially if you are alone. Waiting to treat symptoms could quickly lead to severe hypoglycemia, which can quickly lead to shock, coma, or death." The user guide instructs that users treat hypoglycemia as follows. Check bgs every 15 minutes while treating to avoid over treating the condition. Eat of drink 15 grams of fast-acting carbohydrates. Check bg level again in 15 minutes. If bg remains low, take another 15 grams of fast-acting carbohydrates. Contact an hcp as needed for guidance. Repeat these steps until bg is within goal range. Users should investigate the possible causes of their hypoglycemia to avoid similar problems in the future. Product lot qualification records could not be reviewed since no lot number was provided.